Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles and also alleged of eye irritation and occasional cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.